Event description:
Distal collet of the cone body removal tool broke off inside of cone body when attempting removal. Surgeon was able to remove collet and inserted +20 locking bolt.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Manufacturing date corrected and expiration date updated. An event regarding thread fracture of the chuck adaptor subcomponent of the restoration modular stem body separator was reported. The event was confirmed. The chuck adaptor subcomponent of the instrument was returned fractured the device fractured at the base of the attachment threads. Material analysis indicated the fracture occured from multiple overload conditions. Material analysis found no evidence of material or manufacturing defects. No further information was requested as there is no indication the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been other events for the manufacturing lot. A trend request has been submitted to evaluate the multiple events. The returned device fractured from multiple overload conditions. Material analysis found no evidence of material or manufacturing defects.

Event description:
Distal collet of the cone body removal tool broke off inside of cone body when attempting removal. Surgeon was able to remove collet and inserted +20 locking bolt.